Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer went to the emergency room (ER) and was subsequently admitted to the hospital¿s intensive care unit (ICU) with a blood glucose (bg) level over 500 mg/dl. Customer attempted to self-treat with a bolus via pump, however, was treated with intravenous fluids of saline and insulin at the hospital. The customer declined to provide additional information regarding the issue. A replacement pump was sent to the customer to resolve the issue.